Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device fails rotor error alarm test during testing. No patient was involved. Upon communication with the customer, on (B)(6) 2017, it was discovered that the pump did not alarm when it failed for rotor error test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump did not alarm when it failed for rotor error test. The unit was triaged and the reported issue could not be confirmed; the device properly alarmed for the rotor error, both visually and audibly; this process was done a total on 10 times to check for any intermittent failures, the device properly alarmed for the rotor error each time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.